Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low altl alanine aminotransferase result for one patient sample and a questionable low albumin result for one other patient sample. Patient 1 initial altl result was 166.6 u/l. The repeat result on (B)(6) 2017 was 306.6 u/l and on (B)(6) 2017 was 309.8 u/l. Information concerning if the erroneous result was reported outside of the laboratory was requested but was not provided. On (B)(6) 2017, patient 2 initial albumin result was 2.1 g/l and the repeat result was 50.2 g/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The altl reagent lot number was 278158 and the albumin reagent lot number was 267122. The expiration dates were requested but were not provided. The field service representative conducted a mechanism check and saw the sample probe was touching the side wall of the cuvette causing possible cross contamination. He replaced the probe and made adjustments. All calibration and qc results passed.

Manufacturer narrative:
The field service representative checked the system vacuum, cleaned the sample and reagent lines, and ran a photometer check. He replaced the lamp and heat cut filter, cleaned the bath window and ran cell blank testing. All calibration and qc results were acceptable. The issue was resolved after the service visit.